Event description:
It was reported that during use, there were 3 incidents with the sure step foley catheter tray with faulty catheter, meaning the balloon was broken. While inflating the foley catheter balloon with saline, the saline was leaking, and the foleys catheter came out. According to them, it's the third time with different staff. Lot#ngjq0780 and lot#unk. Per follow up information received via ibc on (B)(6) 2024, stated that no patient impact and no medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, there were 3 incidents with the sure step foley catheter tray with faulty catheter, meaning the balloon was broken. While inflating the foley catheter balloon with saline, the saline was leaking, and the foleys catheter came out. According to them, it's the third time with different staff. Lot#ngjq0780 and lot#unk. Per follow up information received via ibc on 28nov2024, stated that no patient impact and no medical intervention required.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: "--> note: it is not necessary to pre-test the foley catheter balloon * inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe --> note: use of less than 10cc can result in asymmetrically inflated balloon * once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. * secure the foley catheter to the patient. Foley catheter removal: 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, there were 3 incidents with the sure step foley catheter tray with faulty catheter, meaning the balloon was broken. While inflating the foley catheter balloon with saline, the saline was leaking, and the foleys catheter came out. According to them, it's the third time with different staff. Lot#ngjq0780 and lot#unk. Per follow up information received via ibc on 28nov2024, stated that no patient impact and no medical intervention required.